Event description:
Info received indicates the valve was abandoned at implant when a tear was detected in one leaflet. No reported complication.

Manufacturer narrative:
Analysis: a visual examination of the valve showed the leaflets to the flexible and closing with a sufficient depth of coaptation. A tear was noted in the belly of the right cusp. The tear is consistent with puncture or laceration by a sharp instrument. Another tear was noted in the right non-coronary superior coaptive junction. A review of the device history record shows that this device passed multiple inspections and met manufacturers specifications when released for distribution. Conclusion: the tear in the valve was confirmed, and was related to the event, but we are unable to determine the cause of the tear. There was no reported consequence to the pt.